Event description:
The pt was implanted with a left ventricular assist device (lvad). Was reported by the vad coordinator that the pt was complaining of chest pain, shortness of breath and diaphoresis. The pt had been sub-therapeutic on coumadin for over a week. The log file was submitted to the manufacturer's technical service and the pump was running at set speed of 9600 rpms, estimated flow was 5.8 ipms, and power was 6.9 watts. Additional info was received from the vad coordinator that the pt is doing better, and does not have any complaints of chest pain. The pt still complains of some dyspnea with exertion. At the time of the low flow, the pt stated that he was sleeping.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.